Event description:
Patient had a foley catheter placed post-op; now one day post-op, and at 0200 the nurse went in to check output for the hour and the patient had no output. The previous hours had been 45, 30 and 350 before that so it was odd that the patient had suddenly stopped completely. Patient's nurse informed other nurses and a co-worker instructed her to try flushing it as we have had issues with them draining properly. The nurse flushed it with no immediate urine output. The doctor was informed and we were to continue to monitor the patient. The next hour the nurse went in and there was 450 that the patient had put out. The patient's urine had no sediment and was completely clear not even yellow. Unsure why this is happening as it happened last week as well upon insertion with a patient.manufacturer response for surestep foley catheter, surestep foley catheter (per site reporter).======================they are actively investigating the issue.